Manufacturer narrative:
No product has been returned for evaluation as no product malfunction has been alleged. Even though root cause cannot be confirmed it is believe event may be related to patient condition and or community acquired. Labeling review: potential adverse events and complications "...as with any major surgical procedures, there are risks involved in orthopedic surgery. Infrequent operative and postoperative complications that may result in the need for additional surgeries include: early or late infection;..." "...potential risks identified with the use of this system, which may require additional surgery, include: infection ...".

Event description:
Information was received patient was experiencing pain and test results indicated patient had (B)(6). Patient had underwent a shoulder procedure and was provided with antibiotics due to an infection. It is unknown when the surgical procedure took place. On (B)(6) 2020, the patient had an additional procedure from th6 to th8 with o-h connector and rods due to infection on th10.